Event description:
Additional information was received that the patient had a generator replacement. The generator was returned to the manufacturer for evaluation. Product analysis is planned but has not been completed.

Event description:
It was initially reported that the patient was having an increase in seizures and depression. Follow-up with the physician was done but he would not provide any information over the phone. Additional written attempts have been unsuccessful to date.

Event description:
Additional information was received that product analysis was competed on the generator. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.660 volts as measured shows an ifi condition. The data in the diagaccumconsumed memory locations revealed that 100.906% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator. The patient had his seizure improve somewhat with vns but his rate of generalized tonic clonic seizures remained the same. The reported increase was in the generalized tonic clonic seizures. The physician increase the patient¿s pulse width at that appointment from 250 usec to 500 usec and the duty cycle to 21 seconds on to 1.1 minutes off. The patient seizures have become worse over time despite medication and vns. The physician added a medication and the patient had a decrease in severe seizures. There was no depression noted previous clinic noted but on clinic notes dated (B)(6) 2013 note that the patient was having depression indicating an increase.

Manufacturer narrative:
The initial report inadvertently left out more detail that were known about the increase in seizure and depression which had been received as part of the initial report.